Event description:
Boston scientific crm received information that during a recent device change out procedure, this atrial lead exhibited noise and several mode switches which the patient could feel. When the lead was removed from the header, it was noted that there was some insulation seperation near the terminal pin. The lead was repaired and used with the new device. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.